Event description:
The nurse administered heparin with the needle and went to withdraw the needle, it separated from the hub and just the needle part remained in the patient's abdomen. The needle was removed intact from the patient's abdomen.